Event description:
It was reported that during an ion transbronchial lung biopsy procedure biopsy after the cone beam computed tomography (cbct) spin, the patient developed a pneumothorax requiring a chest tube. A post-procedure chest x-ray was performed and confirmed the pneumothorax. The patient was observed then discharged home. Per the physician, there was no malfunction of an ion system, instrument, or accessory that occurred. The pneumothorax was attributed to the proximity of the nodule to the pleura.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.